Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently bumped into a table and pulled the patient line out of the cartridge. Customer's blood glucose level was 500 mg/dl. Reportedly, the customer administered a manual injection. The customer changed supplies and was able to resume insulin delivery.